Manufacturer narrative:
The insulin pump had unresponsive act and down buttons due to an unlocked j2/lcd keypad connector. They were unable to perform the current test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, and displacement test or verify if the low battery alarm was due to unresponsive buttons. The pump had a minor scratched lcd window, cracked battery tube threads, a cracked reservoir tube lip, and a scratched reservoir tube window. (B)(4).

Event description:
The customer's mother reported via phone call that she was in the process of changing the infusion set. Customer's father rewound the pump and installed a new reservoir. Caller stated that the act button and arrow buttons will not work. Customer's mother stated that last night the battery was low and she switched the battery but the pump acted up for a bit before functioning normally. Customer's blood glucose was 198 mg/dl at the time of the incident. The customer was advised that the insulin pump will need to be replaced. Customer was also advised to discontinue use of the pump and to revert to a back-up plan.